Event description:
The customer reported that a mount disengaged from the wall and fell to the ground. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a mount disengaged from the wall and fell to the ground. No pt harm was reported. The philips key market contact (km) also reported that the mounting parts are not philips approved parts. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.